Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the black box showed evidence of excessive battery usage/short battery life. Vp voltage dropped from vp 161 to vp141. The pump intermittently powered with the returned battery cap. Battery cap threads were found to be damaged. A test battery cap was used for all testing. No battery compartment crack observed. No evidence of moisture contamination inside battery compartment. Base crack observed between case seal and keypad. The current draws within specifications. Removed pump case, no evidence of moisture or loose components inside pump. A "battery life" issue was not duplicated during investigation. Method code: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There is no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.